Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient needed a revision for an unrelated reason on (B)(6) 2011. At that time, it was difficult to advance the lead back into the extension. It appeared as if something was blocking the extension entry. High impedances were also noted. After several attempts, the lead advanced smoothly into the extension, and impedances were within normal limits. The patient was receiving good stimulation and nothing was replaced for the trial period. On (B)(6) 2011, when a permanent neurostimulation system was scheduled to be implanted, some impedances were out of range. The physician attempted to replace the extension, but the lead was again difficult to advance into the extension. The physician then replaced the lead as well. Following replacement of the extension and lead, stimulation and impedances were both normal. The patient incurred no injury and was "fine."